Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose was unknown. Customer stated that the insulin pump minor scratches on the display. Customer stated that it kinda infringes in certain lighting she has a hard time reading it in bright light it is harder to read. The insulin pump will not be returned for analysis.